Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the low abdomen and flanks in 2018 and presented with treatment area demarcation. The patient reported as a contour deformity which was consulted with a plastic surgeon who would like to get the process started of having liposuction to fix the botched liposuction.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, treatment area demarcation (tad) is an aesthetic outcome of treatment in which the patient experiences excessive fat removal in the treatment area, resulting in a visible disruption to the continuous contour of fat, or unwanted indentation in the treated area. Volume reduction is an intended outcome of coolsculpting. In cases of tad the treatment outcome may not be considered aesthetically pleasing since structures surrounding the treatment area may appear more prominent post treatment. A supplemental report will be submitted if and when additional information is obtained.